Event description:
It was reported to boston scientific corporation in 2007 that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed twenty three days later (female patient; weight is unknown). According to the complainant, "during the procedure, as the doctor was working with the basket in the duct, the little metal ball were the wires hold the basket together, fell off into the patient. They were unable to get the ball out of the patient. The doctor felt the ball would pass. The procedure outcome is unknown." Reportedly, the first week of the same month, the procedure was completed with another of the same trapezoid rx lithotripter compatible basket and there were no patient complications. The patient was brought to x-ray where the physician noted that the tip had passed via peristalsis.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.bsc reference a00086591 / 573966